Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Caregiver states that all 4 casters are not locking on the bed so it keeps moving.